Event description:
The manufacturer received information alleging that while a trilogy evo ventilator was in use on a tracheostomy ventilator dependent 14-month-old male patient, the device failed to alarm on (B)(6) 2024 between 2:58 am and 3:15 am. The patient was reported to go into cardiac and respiratory arrest and required cardiopulmonary resuscitation (CPR). The patient was reported to be in stable condition post intervention. The provided device settings in use at the time of the event were simv-vc vt-105 mls, peep 14cm h2), ps 20cmh20, insp time .7sec, breath rate 28 bpm, trigger - auto-trak sensitive, rise 2. The physician requested an alarm function check to be performed by the manufacturer. No additional event information was provided surrounding the alleged occurrence. The suspect ventilator was returned to the philips investigation laboratory (pil). A visual inspection of the ventilator for defects was performed with no visual defects found. The event log from the device was retrieved and reviewed. It was noted that, according to the event log, on the date of the incident, and days prior, the device was alarming for several issues including low expiratory, low inspiratory, low tidal volume, low min vent, volume under delivery. The log showed that the alarms were reset via either an audio pause keypress or the touchscreen interface. The device was then powered on, and tone was noted from the speaker and from the buzzer on startup. In addition, the nurse call, audible alarm, and power fail verifications were all confirmed to pass testing. All functional tests performed found that the device operated as intended and designed to provide therapy.